Event description:
The pt reportedly had several faulty electrodes at initial stimulation in june 1980. Explantation surgery was successfully completed in 2005. No other information has been provided.